Manufacturer narrative:
(B)(4). Batch # p57z5t. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if the device delivered a cut line? Yes. After it stuck at the first time surgeon fired, it delivered a cut line at the second time. If yes, was the cut line complete? Yes. When the staples did not b form after firing, can you confirm if all of the staples were delivered into tissue? Yes. If yes, were some or all of the staples not in b form shape? All of the staples were not in b form shape, the staple line had not been formed. Was the staple line complete? No, surgeon had to re-suture the cut line. Then using a new stapler to complete the procedure.

Event description:
It was reported that during an unknown procedure, the device using a blue reload cannot make b-form after firing. Surgeon have to use suture to complete step then using a new stapler to complete the procedure. There were no patient consequences reported.